Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it displayed an error message indicating that the device was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a faulty pyxis module controller board. A field service engineer replaced the pyxis module controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.